Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with anterior apical, mesh graft placement x2, repair of cystocele, enterocele, rectocele, and repair of weakened perivesical perirectal fascia; due to vaginal vault prolapse, grade 3 cystocele, enterocele, distal rectocele, chronic pelvic pain, chronic obstructive pulmonary disease. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, and organ perforation. It was reported that on approximately (B)(6) 2011, the patient underwent removal of the anterior and posterior mesh in the anterior and posterior compartment, uterosacral ligament suspension, extensive lysis of adhesions, anterior colporrhaphy, posterior colporrhaphy, enterocele repair, cystoscopy, and levator myorrhaphy; due to erosion, infection, urinary problems, vaginal pain, dyspareunia, vaginal bleeding, vaginal discharge and other physical and emotional injuries. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 concurrently with a cystourethroscopy and cystoscopy. No additional information was provided.